Event description:
Event description cpi received information that this endotak transvenous defibrillation lead's rate sensing portion was removed from service. The physician elected to perform an invasive procedure to replace the rate sensing port due to a sensing issue and also replace the implantable cardioverter defibrillator (ICD) at this time.